Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. The reported issue was verified in a review of the downloaded device data. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power during patient use. The patient associated with the event was not harmed.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power during patient use. The patient associated with the event was not harmed.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was unable to reproduce the reported issue. After replacing the power pcb assembly, battery contact assembly and battery pins as a precautionary measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.